Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood after accessing the vein. The following information was provided by the initial reporter: "vein accessed and blood leaking at first connection from cathlon so blood leaking onto pt's arm & no blood entering extension tubing therefore IV had to be resited and pt. Therefore poked twice".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood after accessing the vein. The following information was provided by the initial reporter: "vein accessed and blood leaking at first connection from cathlon so blood leaking onto pt's arm & no blood entering extension tubing therefore IV had to be resited and pt. Therefore poked twice"